Manufacturer narrative:
The device is in the possession of the plaintiff (relative of deceased) in a suit brought against the user facility, am fab, inc., stan-barr medical and others. Employee from am fab, inc was allowed to visually evaluate product. Employee was not able to touch device during eval. Employee noted that the screws and nuts with lock washer that secure a connecting plate appeared to not be tightened. Assembly instructions included with the product indicate to tighten the connector plate nuts. Employee could not determine if the screws and nuts with lock washer were tightened by the user facility at the time of assembly.. Because the screws and nuts with lock washers were not tight, the side rails were not held at a 90 degree angle to the mattress and were slanting slightly outward. This is an isolated incident.

Event description:
Patient bacame entrapped between the bed rail manufactured by am fab, inc. And sten+barr safety air mattress amnufactured by sten+barr medical, inc. Patient died of positional asphyxia per medical examiner.